Manufacturer narrative:
The following fields have been updated: g.1. Reporting office: (B)(6) g.2. Reporting office contact: (B)(6) g.4. Manufacturing site contact: (B)(6) h.6. Imdrf annex f grid: f26 h.6. Investigation summary: based on the investigation results, the reported issue with the carousel door error eo89 was confirmed. Investigation results that were performed on the indicated failure mode were the following: based on the complaint trend, defect trend, DHR, risk analysis and service activity review, the complaint was confirmed, and the potential cause of the carousel door error was determined to be the lowering and lifting of tube timing and the cable between the cytometer and the carousel was not properly seated. The fse adjusted the lifting and lowering and reseated the cable. The instrument was functioning as expected. No one was harmed or injured, and no patients were diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd facscanto¿ ii they saw error messages they were able to bypass. The following information was provided by the initial reporter: MDR safety checklist - error messages 1. Are you running patient samples for diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes 2. Was there an error message? (If yes, go to question #3. If no, no further questions required.): yes 3. Did the customer bypass the error message? (If yes, go to question #4. If no, no further questions required.): yes 4. Is this presto? (Either yes or no, no further questions required): no ) error e089. They have fluidics board requested shutdown messages.

Event description:
It was reported that while using bd facscanto¿ ii they saw error messages they were able to bypass. The following information was provided by the initial reporter: MDR safety checklist - error messages. 1. Are you running patient samples for diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2. Was there an error message? (If yes, go to question #3. If no, no further questions required.): yes. 3. Did the customer bypass the error message? (If yes, go to question #4. If no, no further questions required.): yes. 4. Is this presto? (Either yes or no, no further questions required): no. Error e089. They have fluidics board requested shutdown messages.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.